Manufacturer narrative:
Device malfunction is suspected but did not cause or contribute to serious injury or death.

Event description:
Reporter indicated that the physician's handheld computer would get "hung up" on the screens when performing initial interrogations. Hard and soft resets of the handheld computer reportedly did not resolve the issue. The software in the handheld computer was model 7.1 programming software. Cyberonics is pending receipt of the handheld computer and 7.1 software for analysis.